Event description:
New information received on cadd solis vip cassette not attached was no patient involvement and event occured during testing. Device evaluaton has been completed.

Manufacturer narrative:
Investigation results have been completed and finalized on smiths medical cadd solis vip pump. The cassette not attached properly complaint in the event log alarmed was verified on 08/30/3019. Physical condition on outer aspect of device revealed tamper seal missing and damaged lens. Evaluation functional test did no verify or catch malfunction but visual inspection cought it. Dso sensor was out of calibration due to contamination. The dso sensor was replaced and device passed all functional and delivery test.

Event description:
Information received a smiths medical cadd-solis vip pump malfunctioned and did not attach cassette. No patient adverse events reported.